Manufacturer narrative:
Concomitant products: lnq11, icm, implanted: (B)(6) 2016.

Event description:
It was reported that about four weeks after implant the patient's right ventricular (rv) lead was explanted and replaced due high pacing thresholds and diminished r-waves. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.